Event description:
It was reported by the (B)(4) clinical study, that nine days after implant the patient had a syncopal episode. It was indicated the patient was doing well when the patient "saw bright lights and didn't feel right". The patient was transported to the emergency room and found to be in atrial fibrillation with a rapid ventricular response and blood pressure of 84/50. The syncopal episode was thought to be secondary to the low blood pressure and rapid heart rate. The patient was hospitalized for four days to have heart rhythm monitored and medications adjusted. Also, a transesophageal echo showed a blood clot was present, therefore a direct current cardioversion as not done. Due to the close proximity to the implant procedure, the event was adjudicated to be related to the implant procedure and device and unknown in terms of relationship to the three leads. The device and three leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.